Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field.    Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was completed for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care was made aware of a social media complaint (facebook) reporting that an adc freestyle libre user was hospitalized for 5 days due to unspecified sensor reading issues. No comparative readings or symptoms were reported, but the customer stated after their hospitalization, the ¿sensor compared to the finger being pricked was spot on¿. No further details were provided. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care was made aware of a social media complaint ((B)(6)) reporting that an adc freestyle libre user was hospitalized for 5 days due to unspecified sensor reading issues. No comparative readings or symptoms were reported, but the customer stated after their hospitalization, the ¿sensor compared to the finger being pricked was spot on¿. No further details were provided. Based on the information received, there was no report of death or permanent impairment associated with this event.